Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using a gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm diameter measured 48.0mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 54.0 mm. On (B)(6) 2012, follow-up imagining identified an aneurysm diameter measurement of 55.0 mm. The cause of the aneurysm enlargement is unknown. Reportedly, an intervention to treat the aneurysm enlargement has not been performed. Attempts were made to obtain additional information on this event, however no additional information will be provided.